Manufacturer narrative:
(B)(4). Eval summary: the device was not returned to abbott vascular for analysis. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during mfg, materials, interactions with other devices, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. Based on the info provided, the lesion was totally occluded and 100% stenosed, which may have contributed to the experienced rupture. Additionally, since the catheter was initially pressurized twice without incident and there was no report of any leaks noted during preparation for use, this may suggest that the balloon was not damaged prior to use. If the balloon experiences mechanical damage at some point during the procedure, this can cause the balloon material to weaken and rupture during an attempt to inflate the balloon. In this case, it is possible that the balloon material was damaged (scratched) during interactions with other devices and/or the pt anatomy, such that the balloon ruptured upon a third inflation attempt. To ensure this type of damage is not a result of a potential product deficiency, all dilatation catheters are 100% visually inspected and leak tested during the mfg process. A sampling of units is also destructively tested to verify rated burst pressure (rbp) and balloon integrity. Although there does not appear to be any indication of a product quality deficiency, without the product to examine, a definitive cause for the reported balloon rupture cannot be determined. A review of the device lot history record did not product any findings relevant to this report. All dilatation catheters are 100% visually inspected and leak tested during the mfg process. Additionally, a sampling of units is destructively tested to verify rbp and balloon integrity.

Event description:
Device issue: balloon rupture. Time of device issue: during dilatation. Adverse events: none. It was reported that the first dilatation was performed using a non-abbott balloon catheter. A 1.5x15 rx voyager balloon catheter was being used for the second dilatation; however, during the third dilatation, the voyager balloon ruptured at 10 atm. A non-abbott balloon catheter was inflated with a high pressure to complete the procedure. There were no reported adverse pt effects. No additional info was provided.